Event description:
Device surgically removed. Arthrex tightrope button implemented for torn meniscus repair (right knee) and experienced pain, swelling and sensitivity with removal (B)(6) 2019. FDA safety report ID # (B)(4).